Event description:
It was reported that during preparation of the 3.25x28 mm xience xpedition, the stent implant dislodged from the balloon when the protective sheath was removed. There was no resistance felt during removal of the protective sheath and no force was used during removal. The procedure was completed using a 3.0x28 mm xience xpedition without any issue. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.